Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was found deceased at their home. Review of the carelink report reveals the patient had gone into ventricular fibrillation (vf) with multiple episodes noted where it appears the irregularity of the rhythm was detected by the stability algorithm of the implantable cardioverter defibrillator (ICD) and therapy was withheld based on the discriminator. Once detected, the ICD was able to terminate the arrhythmia with a delivered shock therapy.